Event description:
A physician reported a pt who was retested in the right forearm on 2/7/97. On 2/21/97, the pt developed redness and elevation at the retest site. The symptoms were intermittent in nature. On 3/20/97, the physician noted redness the size of a nickel and elevation of several millimeters at the retest site. He diagnosed a positive skin test and prescribed oral benadryl.